Manufacturer narrative:
(B)(6). The reported issue by customer is a monitoring issue that would not result in patient harm or injury if it were to recur, but due to the reported patient involvement and death of the patient, this MDR has been filed, although there is no allegation that the device's reported issue is related to the patient's death. (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the o2 sensor and completed performance testing. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the o2 cell on the ventilator may need to be changed. The ventilator was set at 100% and the monitor was reading "all over the place." The customer put an external analyzer inline with the patient circuit and it was reading 100%, same as the set fio2. The ventilator was on a patient that was at their end of life and the customer did not want to change the ventilator. The patient died and was removed from the ventilator. The customer reported that the monitoring issue was not the cause of the patient death.